Event description:
It was reported, the patient did not get enough relief in their left lateral occipital lead. The reporter stated, the patient did not get as good of stimulation in their left lateral occipital lead. It was noted, the patient only had 6% relief at their left side implant. It was further noted, the patient fell last week and they were unable to read the implantable neurostimulator (ins). The reporter stated that at the time of the revision the leads were tested with the new ins and only one electrode was out of range so only the ins was replaced. It was noted that impedances measurement showed electrode 0 was greater than 10,000 ohms. The reporter stated, the patient¿s healthcare professional wanted to attempt reprogramming with the new ins before replacing the leads. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56 lot# v067340, implanted: 2008 (B)(6); product type lead product ID 3888-56 lot# v067340, implanted: 2008 (B)(6); product type lead product ID 3888-56 lot# v067340, implanted: 2008 (B)(6); product type lead product ID 3888-56 lot# v067340, implanted: 2008 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.